Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi, 478, 524, 501 and 596 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is (B)(6) 2017. Based on strip open date provided of (B)(6) 2017, customer's test strips are expired - at the time of the call they are four months past the date first opened. Customer had a new vial of test strips, lot# mu2564, manufacturer's expiration date of 01/28/2019. Blood test performed during the call on (B)(6) 2018 with this new vial of test strips produced test result of 483 mg/dl non-fasting using truemetrix meter. The meter memory was reviewed for previous test result history: (B)(6).